Event description:
Unable to adjust polaris valve. Impossibility to select the desired pressure after 3 tests. Consequences for the patient : patient generally unwell. Explantation of the polaris valve and replacement by another device (competitor's device).